Manufacturer narrative:
Concomitant medical product: 429888 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's daughter that the patient's cardiac resynchronization therapy defibrillator (crt-d) sounded an alarm after coming into close contact with a magnet toy. The patient was reported to be "fine" after the incident. The crt-d remains in use. No patient complications have been reported as a result of this event.